Event description:
It was reported that this old right ventricular (rv) lead has shown high pacing impedance measurements of 1410 ohms and high out-of-range shock impedance measurements of over 200 ohms. The patient is not registered in latitude. Technical services reviewed the case and recommended troubleshooting to discard integrity issues with this product. Further information indicates provocative maneuvers showed no noise. The shock impedance is fluctuating from 40 to over 200 ohms and appears that this issue started since the replacement of the implantable cardioverter defibrillator (ICD). Technical services believe there could be an under-insertion of this rv lead. It was ultimately recommended to reprogram the rv lead to single coil programming and continue to monitor or replace this product if non-physiological noise is observed. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this old right ventricular (rv) lead has shown high pacing impedance measurements of 1410 ohms and high out-of-range shock impedance measurements of over 200 ohms. The patient is not registered in latitude. Technical services reviewed the case and recommended troubleshooting to discard integrity issues with this product. This rv lead remains in service and no adverse patient effects were reported.